Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and informed that the customer had repaired the system. No ge service was performed.